Event description:
Boston scientific received information that from the local sales representative that this system has been taken out of service due to high thresholds. The physician stated they are removing the device as it depleted sooner due to the high thresholds. No adverse patient effects. Subsequently additional information was received from the local sales representative stating that this device was taken out of service due to premature battery depletion. A new device has been successfully implanted.

Manufacturer narrative:
The system has been taken out of service and successfully replaced. No adverse patient effects reported. This investigation should be updated if additional information is received.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.